Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the devices was not detected on bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. The field service engineer turned off the firewall and rebooted the station into application mode to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.